Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that the four infusion set was leaking .the infusion set is used for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR 1885641 - MDR 8021545-2024-00992 - device 1 of 4. (B)(6).